Event description:
It was reported that the tip of the disposable catheter passer broke off during surgery.

Manufacturer narrative:
The distal tip of the obturator was missing from the returned device. The remaining portion of the obturator tip was smooth. There is no evidence of scuffs, scratches, or other damage to the area surrounding the break. It is undetermined when this damage occurred. A review of the mfg records showed no anomalies.